Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted during initial procedure was pcc141000. Devices implanted during the re-intervention were: pxc121400, pxc141400, pxl161407, pxl161207.

Event description:
In 2003, the patient was treated with two gore excluder aaa endoprosthesis. It was reported that the patient experienced aneurysm growth due to endotension. In 2006, a re-intervention was performed. The original devices were relined with 4 gore excluder aaa endoprosthesis. The procedure went without incident and the patient is reported to be doing well.